Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to boot up, stalling at 00:00. Upon troubleshooting, the rse found that the customer turned off the system at the wall (i.e., power cycled it manually). The rse confirmed that after being powered back on, the system booted successfully. Upon reviewing the system logs, the rse identified a single instance where the flex pc component exceeded the expected boot time of 105 seconds. As per standard protocol, such isolated incidents are considered one-time events and do not require further intervention unless they recur. The rse has verified that the system was functioning correctly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.